Event description:
The account alleged that he head section is drifting down.

Manufacturer narrative:
After replacing the head hi/low up and down valves, the technician replaced the hydraulic manifold to repair the bed.